Manufacturer narrative:
There is no indication lens was explanted. (B)(6). Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that the haptic folded on itself and got stuck underneath the optic. For this event there was no patient injury or incision enlargement required. The lens was implanted. Additionally, the physician also observed that the lens twisted and when it became unstuck, the lens opened in an unpredictable way and may cause damage to the capsular bag. No further information was provided.